Event description:
It was observed during the device inspection, that the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. During the device evaluation it was observed that the plastic distal end cover was burnt likely due to a high energy endotherapy accessory being used without ensuring a sufficient distance from the distal end. Upon further inspection, it was observed that the insertion tube was snaky. It was also observed that the ethylene oxide (gas) valve had displacement. Lastly, it was observed that the venting connector of the light guide connector was damaged due to deformation or breakage caused by physical stress or handling problem. During a follow - up with the user facility, it was confirmed that: the customer did not use any high-energy devices. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of a burnt plastic distal end cover could not be determined. Olympus will continue to monitor field performance for this device.